Event description:
It was reported that prior to starting a da vinci si total benign hysterectomy procedure, the surgical staff allegedly noticed that the mega suturecut needle driver instrument had a broken wire. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results confirmed the alleged complaint of a broken wire. One grip close cable was found to be broken at the distal idlers. The idler pulley was observed to spin freely and was not damaged. The cable segment was found to be sticking out at the wrist. Other cables at wrist are not damaged. Engineering evaluation also found scratches on the surface of the distal pulley. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken cable issue if to recur could cause or contribute to an adverse event.